Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 240212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, six (6) needle samples were returned for evaluation by our quality team. The needles were microscopically examined and the cannula was found to be obstructed with a transparent material identified as polyethylene from the vial stopper. Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). It was observed that these types of particles are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. For needle material 303262, the cannula has a regular bevel, which means the angle of penetration should be from 45-60 degrees (which differs from short bevel cannulas). This angle of penetration minimizes the risk of coring. Please find attached the job aid ¿(B)(4) how to reduce coring with a sharp needle¿ which explains how the handling should be performed. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
11-june-2024: the delay in care has not endangered the lives of patients, but it is a very important constraint for caregivers.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles difficult medication preparation. The following information was provided by the initial reporter, translated from french to english: when preparing several drugs packaged in ampoules (potassium injection, phocytan, vitamin b1, vitamin b6), difficulty removing the solution from the ampoule (resistance ). - then it's impossible to inject the medication into the ecoflac - time lost in preparing the day's infusions by the ide team - overconsumption of material cost.